Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic upper left lobectomy, while cutting the lobe, the stapler was unable to fire and the surgeon was unable to squeeze the handle although he was able to press the green button. There was also a poor stitch formation ("burst nail") and the central suture was incomplete. They had to hand sew to repair the line. They changed a gun and nail cartridge to complete the operation. The patient was alive.